Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure to the ilet while the dexcom mobile app continued to display glucose readings, indicating sensor function but loss of communication with the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included guided troubleshooting with device restart, bluetooth toggling, and re-entry of the sensor pairing code, after which the pairing process was successfully re-initiated. Investigation of this case revealed a communication or connectivity issue between the cgm and the ilet, with the cgm itself functioning, consistent with a pairing or interface problem. It was concluded, based on previously established findings for similar reports, that the cause was likely user or environmental factors affecting wireless pairing or routine software behavior recoverable by standard troubleshooting.